Event description:
It was reported the device was interrogated prior to implant and elective replacement was indicated to replace battery. Upon re-interrogation it no longer said elective replacement indicated. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.